Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('laparoscopic bilateral salpingectomy with bilateral cornuectomy') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri cyst ("regular right and left fallopian tubes with simple paratubal cysts"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved and the adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for adnexa uteri cyst with essure. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kgs. Pathology test - on (B)(6) 2020: regular right and left fallopian tubes with simple paratubal cysts. Note the presence of two essures. Amendment: the report was amended for the following reason: reference numbers and narrative updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm on 30-jul-2020. The most recent information was received on 03-aug-2020. This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('laparoscopic bilateral salpingectomy with bilateral coronectomy') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri cyst ("regular right and left fallopian tubes with simple paratubal cysts"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved and the adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for adnexa uteri cyst with essure. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kgs. Pathology test - on (B)(6) 2020: regular right and left fallopian tubes with simple paratubal cysts. Note the presence of two essures. Most recent follow-up information incorporated above includes: on 3-aug-2020: anatomic pathology report received. Event paratubal cysts added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('laparoscopic bilateral salpingectomy with bilateral cornuectomy') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri cyst ("regular right and left fallopian tubes with simple paratubal cysts"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy by robot assisted laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved and the adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for adnexa uteri cyst with essure. The reporter considered medical device removal to be related to essure. The reporter commented: reported removal reason: prevention of cancer of the cervix high grade dysplagia treated by conization followed by vapolaser diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kgs. Pathology test - on (B)(6) 2020: regular right and left fallopian tubes with simple paratubal cysts. Note the presence of two essures. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('laparoscopic bilateral salpingectomy with bilateral cornuectomy') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri cyst ("regular right and left fallopian tubes with simple paratubal cysts"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy by robot assisted laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved and the adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for adnexa uteri cyst with essure. The reporter considered medical device removal to be related to essure. The reporter commented: reported removal reason: prevention of cancer of the cervix high grade dysplagia treated by conization followed by vapolaser . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kgs. Pathology test - on (B)(6) 2020: regular right and left fallopian tubes with simple paratubal cysts. Note the presence of two essures.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: ha number received - r2012066 on (B)(6) 2020: reason for essure removal added; amendment: the report was also amended for the following reason: reference numbers and narrative updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-jul-2020. This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('laparoscopic bilateral salpingectomy with bilateral coronectomy') in a (B)(6) year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.